Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary procedure to treat a target lesion in the proximal left anterior descending (lad) artery. A 3.5 x 18 mm xience xpedition stent was implanted in the lad. The 3.5 x 38 mm xience xpedition stent delivery system was advanced; however, the device was unable to cross to the target lesion, possibly due to interaction with the previously implanted xience xpedition stent or with the guide catheter. The 3.5 x 38 mm xience xpedition device was removed with resistance. Upon removal, flared stent struts were noted. Another 3.5 x 38 mm xience xpedition stent was deployed to treat the target lesion. There was no clinically significant delay and no adverse patient effect. No additional information was provided.